Event description:
Revision surgery was required due to movement of the lag screw.

Manufacturer narrative:
After reviewing x-rays from this pt, a third-party trauma surgical specialist determined that this occurrence was most likely due to the presence of a non-union with weightbearing.